Event description:
It was reported this dialysis catheter was successfully placed. Approximately nine months post placement upon removal of the catheter, it was noted the cuff had detached and remained in the pt. No attempt was made to retrieve the detached portion of the cuff. Another dialysis catheter was successfully placed for continuation of treatment. The pt's condition is good. This device was destroyed by the user facility. Therefore, a failure analysis is not available. Pt anatomy and/or user technique during accessing may have contributed to this event. However, the co was unable to determine the exact cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.